Manufacturer narrative:
Device had been discarded by the hospital. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Patient 1/5. It was reported that during a hysterectomy procedure, when the rumi koh-efficient was placed into the vagina, it caused major vaginal lacerations. Doctor is concerned that the cup is defective. Device was discarded. No additional information is available. Kc-rumi-25 koh-efficient, 2024-08-0000011.

Manufacturer narrative:
Distribution history: the complaint product was manufactured at (B)(6) on (B)(6) 2023 under work order (B)(4). Manufacturing record review: DHR - (B)(4) was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: incoming inspection record review not applicable to this product. Service history record: service history record not applicable to this product. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions, however in those cases the complaint condition was not confirmed. Product receipt: the complaint product has not been returned to coopersurgical. Visual evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. Any relevant customer or clinical information: kc-sizer was not used prior to performing the procedure. Root cause: no definitive root cause for this issue could be reliably determined at this time, as the product was not returned for evaluation. It should be noted that the IFU of the device on page 2, number 3 states that: using the sizer, determine the proper size of koh-efficient. A possible root cause of the failure may be attributed to the kc-sizer not being used as noted in the follow-up e-mail. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed.

Event description:
No additional information.